Manufacturer narrative:
Patient gender, age and date of birth were provided. No additional patient information was available.

Event description:
The customer reported the device did not alarm when the ventilator stopped working due to a vent inop reference failure. The device was on a patient at the time. There was no patient harm.